Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review, since the pt has not been revised and is currently being monitored. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. An updated report will be submitted once additional info is received. Zimmer reference number (B)(4).

Event description:
The pt was pursuing a product liability claim arising out of the use of durom acetabular cup. It was reported by the pt's counsel that the pt received an implant on (B)(6) 2005. No revision info is made available. At the time of this report, the pt is currently being monitored due to loosening of the cup.